Event description:
Boston scientific received information that a remote follow-up from the patient's home monitoring system showed that this right ventricular (rv) defibrillation lead exhibited a high out of range pacing impedance measurement. It also indicated the patient had received a series of shocks. It was verified from electrogram (egm) tracings that there was also noise on the rv lead. The suspected cause was a lead fracture. For this reason, all of the shocks were examined on the egm and found to be inappropriate. The patient was called to the hospital and has been hospitalized.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Manufacturer narrative:
Additional information was received that a surgical procedure was performed. This lead was capped and surgically abandoned, and a new lead was successfully implanted. No further information is available.